Manufacturer narrative:
A lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: device not returned, therefore a visual inspection could not be performed. Functional/performance evaluation: device not returned, therefore a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
It was reported that a stent graft could not be deployed in an upper arm fistula. The device was removed and another stent graft was successfully deployed. There was no reported patient injury.